Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 127 mg/dl compared with the sensor glucose reading of 58 mg/dl. The customer's blood glucose level at the time of call was 210 mg/dl. The customer mentioned having a low blood glucose level of 41 mg/dl. The customer stated she was stressed and declined to troubleshoot. Nothing was replaced or returned.